Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 25-apr-2025, noted a correction to the 3500a initial as should have included in h11. Additional manufacturer narrative the following: the picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo and observed a string pulled out of the sheath, found a clot and some other black substance. The device evaluation was completed on 15-jul-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspections of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent. According to the photos provided by the customer a threaded-like material covered with reddish material is observed; however, the dilator was introduced, and no black or threaded material was found, nor was it returned for analysis. The internal walls of the sheath were inspected, and it was found a separation of the polytetrafluoroethylene (ptfe) on the handle section and in the soft tip area; however, it cannot be determined if the damage started from the tip or the handle area. Due to the conditions of the walls, the threaded-like material observed on the picture could be ptfe; however, this could not be conclusively determined as the material was not returned for investigation. The irrigation feature of the device was tested and found working as intended, no issues or anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The internal components exposed, and foreign material issues reported by the customer were confirmed. The clot issue reported was confirmed based on the pictures returned showing reddish material. The potential cause of the detachment of the ptfe could be related to the procedure as it was indicated that a transeptal puncture was performed; it is unknown what needle was used; however, the instructions for use recommend using the device only with compatible transseptal needles; failure to use the stylet for transseptal needle may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. The potential cause of the shaft bent could be related to the handling/shipping of the device after the procedure; however, this could not be established conclusively. The shaft bent condition is unrelated to the reported event. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. Use best practices for inserting or retracting any device at the hemostatic valve. Slowly remove or insert the dilator or other devices. Failure to use the stylet for transseptal needle may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator. Use only with compatible transseptal needle. For a list of compatible transseptal needles, contact your customer support or biosense webster representative. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿clot¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material¿ from the photo provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿string pulled out of the sheath¿ and ¿other black substance¿ issue. In addition, biosense webster inc. Analysis finding of the ¿separation of the polytetrafluoroethylene (ptfe) on the handle section and in the soft tip area¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft was bent¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo and observed a string pulled out of the sheath, found a clot and some other black substance. While using intracardiac echocardiography (ice), they noticed that something was attached to the vizigo sheath while navigating. The physician pulled the vizigo sheath out immediately and found there a single string attached to the sheath. The physician pulled the whole string out of the sheath and found a clot and some other black substance also attached to the string. The physician ended the procedure. The vizigo sheath is available to return together with the string that was collected. Additional information was received on 19-mar-2025. The patient was under general anesthesia for approximately 2 hours. A transseptal puncture was performed prior to aborting the procedure. The procedure was almost complete when the issue was discovered. In the physician¿s opinion, the cancelation of the procedure did not contribute to a death or a serious injury to the patient. The patient was okay. No extended hospitalization. Additional information was received on 28-mar-2025. No damaged electrodes. No resistance. Additional information was received on 09-apr-2025. The ablation procedure was not successfully completed. The physician did not re-enter the left atrium for touch ups upon noticing the "string". Unsure if the patient is rescheduled for another ablation procedure. The issues of the string pulled out of the sheath, found a clot and some other black substance were assessed as MDR reportable issues. The procedure cancellation was assessed as a non MDR reportable issue. No report of extended hospitalization, no exacerbation of patient's disease, and no implication by the physician that risk was increased due to the procedure cancellation. No report that patient experienced an adverse event.